Event description:
Customer reportedly received results of 320 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Customer states he was eating and did not wash his hands and had food on them when he did the tests. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.